Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016; 6937-52 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high threshold. It was noted the threshold was chronically high. The lead remains in use. No patient complications have been reported as a result of this event.